Event description:
Patient reported a left implant exchange from textured to smooth and a left side "rupture". Patient stated, "you can feel the implant when hugged". Patient stated the left side rupture was found during explant surgery. Healthcare provider reported "left capsular contracture baker grade iii" and "left implant had completely ruptured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left implant exchange from textured to smooth and a left side "rupture". Patient stated, "you can feel the implant when hugged". Patient stated the left side rupture was found during explant surgery. Healthcare provider reported "left capsular contracture baker grade iii" and "left implant had completely ruptured." The device has been explanted.